Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h7/h9.

Event description:
It was reported the subject device got a red light on the probe check and error. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective transducer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.